Event description:
A user facility reported a pt complained of a sore throat following use of an lma that was inappropriately gas sterilized with ethylene oxide. The pt was treated with cortisone and benadryl. The pt's symptoms have resolved. The product labeling contains a warning that steam autoclaving is the only recommended method for sterilization of the lma. The user facility has been instructed to discard all the lmas that have been gas autoclaved with ethylene oxide.